Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced tubing erosion through the scrotum and an infection was suspected. Therefore, the patient underwent a surgery to remove the entire ipp and replace with a tactra. No additional patient complications were reported.